Manufacturer narrative:
The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was confirmable using system logs, c-33 errors was logged. C-06/m-18/m-11 error pattern logged, 2-8a, u-04 also of concern. Fa inspection was able to replicate the reported event; unit tested on system, presents c-33/c-00 error on startup. C-00 errors in erbe logs. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the site called at the start of the following procedure to report recurrence of the erbe issue, specifically difficulty grounding the patient to the external bovie. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised cleaning the pad area with saline. The site noted that the pad worked on the staff member's arm. At this time, it is unknown how the procedure proceeded, and no known impact or patient consequence was reported.